Event description:
On (B)(6) 2025, the patient reported experiencing prolonged hyperglycemia on 8/5/25 despite correction doses, with no occlusion alerts. The highest reported blood glucose (bg) was 401 mg/dl and would not come down for hours. The patient experienced nausea/vomiting. This was only the 3rd time in 8 months on the pump. Eventually, bgs returned to range that evening. The patient confirmed infusion set, tubing, cartridge, and sensor were all functioning, with no errors. No illness, stress, new meds, or diet changes reported. Agent explained that such events sometimes occur without clear cause and advised patient to contact their doctor or ER if it happens again, and to test for ketones. Patient understood. The patient's bg was out of range for 90+ minutes. However, no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.